Event description:
It is reported that a customer was hospitalized for unexplained high and low blood glucose level from 480 to 44 mg/dl informed that there could be many reasons for high or low blood glucose. The patient was treated with a manual injection. The customer was assisted with trouble shooting, but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. From the inspection that was done with the patient the pump seems to be working as designed. The customer will monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.